Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with additional information. The 2.80x16mm graftmaster referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2017, a high risk percutaneous intervention (pci) was performed in the left anterior descending (lad) and circumflex (cx) coronary arteries containing stent restenosis. The pci was complicated by a perforation in the lad at the bifurcation with the diagonal coronary artery and a pericardial effusion was noted. Pericardiocentesis with drain placement was performed. In attempted treatment of the perforation, both 2.80x16mm and 2.80x19mm graftmaster stents were unable to cross to the perforation site. Emerge balloon catheters were used in replacement without reported issue. Post procedure, sick sinus syndrome was diagnosed with bradycardia and atrial fibrillation. A pacemaker was implanted and medications adjusted. On (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2017, the patient reported no complications. Per physician, the graftmaster failures to cross did not cause or contribute to any adverse patient effects or complications. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.